Manufacturer narrative:
Manufacturer's investigation conclusion: the reported lvad fault alarm was unable to be confirmed through this evaluation, and a specific cause for the reported alarm could not be conclusively determined. It was reported that an lvad fault alarm was captured in (B)(6) of 2024. It was also reported that no log files could be provided. Under the investigation of controller serial #(B)(6), the controller log files were retrieved from the returned controller. Review of the retrieved log files under the controller investigation found that the system appeared to be operating as intended at the set speed, and there were no notable alarms related to the pump active in the log files. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 7 ¿alarms and troubleshooting¿ describes system alarm conditions, including the lvad fault alarm, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a backup battery (ebb) fault, and the system controller was exchanged. It was additionally reported that the primary and backup system controllers had a left ventricular assist device (lvad) fault alarm "turned off-normal function" in (B)(6) 2024.